Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had missing/partial display. Customer's blood glucose 8.8 mmol/l. The customer reported that there are flashing lines on the pump screen that appear every so often. The customer has already attempted changing battery to brand new (B)(6) aaa but this has not resolved the issue. The customer was not aware of device being dropped or bumped at all. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No missing segments, partial display or display anomaly noted. However, the insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.